Event description:
I was injected with radiesse by a plastic surgeon at an appointment that commenced at 2:15 pm. The products that were used on me were xylocaine with epi 1:100,000 having a preservative of bisulfite to numb the area, topical cream, betocaine, lidocaine & azilocaine (spelling may be wrong) with no preservative. One syringe of radiesse calcium hydroxy apatite was used on the folds between the nose and mouth and on the chin to fill slight jowls and across the fold between the lower lip and chin. Iodine was also used topically and alcohol was used to cleanse my face beforehand. I left the office after 4 pm having taken 2 tylenol extra strength tablets offered by the doctor. I drove home and later made dinner for a guest. At the end of dinner around 7:30, I didn't feel well and the area of injection stung and seemed to be starting to swell. I looked for more meds, could not get the top off the ibuprofen, and resorted to taking 2 capsules in my pill box... Later identified as extra strength night time cold medicine with acetaminophen. I then went to watch television with an ice pack on my face. As I was talking on the phone I could feel changes in my face and it had continued to swell dramatically. I went to the mirror and saw that I was severely distorted with extremely large lips and swelling in the entire area that had been injected. I called the doctor immediately. He called in benadryl allergy and methylprednisolone to a pharmacy which I picked up and took on the way to his office. When he saw me, he was most concerned, made some calls to doctors and the hospital and had me follow him to the ER. By then, I was even more swollen and distorted and was admitted immediately and put on intravenous prednisone and benadryl. I spent the night in the hospital until 2pm the next day. The swelling had subsided about 40% by then. I am on zyrtec for 10 days now and prednisone 10mg for 8 days. I have bruises, had minor blistering, scaley skin but much less edema. The edema is still absorbing into my body and has traveled to my chest and under my eyes. The doctor has called several times and I saw him again this morning and then saw his recommended allergist. I am preserving the small quantity of radiesse left in the refrigerator and will return to the allergist for a scratch test. It is hoped that after treatment, I will be fine because since the product remains in the infected area for up to a year, it is unknown what would be done next. I had looked like a freaky space alien cartoon. My lips were much more than 10 times their size. I don't have the batch number, so the radiesse but the doctor has already checked it with the manufacturer and has used 18 vials of the batch of 30 with no ill affect. I will continue to report the resolution as time goes by. Last october, I had restylane injected in my lips and radiesse injected in the same areas where it was injected in 2009. There was bruising at the time but no adverse reaction like edema which I experienced this time. Dose or amount: syringe. Dates of use: 2008 - 2009. Diagnosis or reason for use: cosmetic improvement.